Event description:
The pt reportedly experienced intermittent function of their sound processor for a period of several weeks (exact dates not given). In 2002, the pt was seen at the center for device evaluation as their sound processor was reportedly not functioning. External equipment was exchanged. However, the reported problem was not resolved. In 2002, the pt was seen at the center by a company representative. Further testing performed confirmed that the device was no longer functioning.